Manufacturer narrative:
Other: the customer was provided a new device and this device was scrapped.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's product investigation laboratory, the device failed a test step during post testing. The connection between the oxygen blending module board and the interface board was found to be disconnected.